Manufacturer narrative:
Sections with additional information as of 28-mar-2023: h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Test strips were not returned. Reported defect not reproduced on returned meter. Product evaluation has been completed and most likely underlying root cause selected. Most likely underlying root cause: mlc-057: user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia¿s bgm system to the results from another trividia¿s bgm system.

Manufacturer narrative:
Sections with additional information as of 27-feb-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 222 and 162 mg/dl. The customer¿s expected am fasting blood glucose test result range is 100-125 mg/dl and expected non-fasting blood glucose test result is below 190 mg/dl. The customer feels well and did not report any symptoms. Customer stated she had gone to the doctor on (B)(6) 2023 due to glucose results obtained. Customer stated it was also to confirm if prednisone may be causing her glucose readings to be higher than expected. Customer stated the diagnosis had been high blood sugar and the doctor restarted her metformin and increased glipizide from 5 mg to 10 mg. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip manufacturer's expiration date is 02/29/2024 and open vial date is 01/05/2023. The meter memory was reviewed for previous test result history (time not set): result 1: 179 mg/dl date: 12/01 time: 12:01pm fasting a.m. Result 2: 234 mg/dl date: 8/16 time: 3:05 am fasting a.m. Result 3: 244 mg/dl date: 8/16 time: 301am fasting a.m. Result 4: 222 mg/dl date: 8/16 time: 12:12am fasting a.m. Result 5: 162 mg/dl date: 8/15 time: 240 pm fasting p.m.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were not returned for evaluation. Added most likely underlying root cause onto case as the complaint product was not returned for investigation. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern - call had been disconnected. Manufacturer attempted to call back twice - unable to establish contact with customer at this time.